Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent buttons due to corroded keypad traces. There was no button error alarm. There was no moisture damage at the electronic or motor assemblies. The pump had cracked display window corners, cracked battery tube threads and minor scratched display window. (B)(4).

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 380 mg/dl at the time of incident. The customer's mother stated that she jumped in the pool with the pump on. A button error alarm was noted in the pump history. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.